Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "extracapsular silicone leakage," "irregular contours" and "mastalgia." The events of "nodules" and "cysts" are not device related. Device remains implanted.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular silicone leakage," "irregular contours" and "mastalgia." "Nodules" and "cysts."